Manufacturer narrative:
The following other hip devices were also listed in this report: 34mm 127 degree/8 degree antiverted neck, cat# unit, lot# unk; 36+2.5 biolox delta head, cat# unk, lot#unk; 54 trident psl cup, cat# unk, lot# unk; 36 f degree x3 liner, cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical record) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, pt returned to dr. (B)(6) on (B)(6) 2012 complaining of hip pain.